Event description:
The customer reported the system intermittently failed to produce fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A cable was found to have malfunctioned. This has been ordered.